Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the df-1 connector pin (into two segments). The distal and proximal fragment were received for analysis, the medial part (up to 11 cm) was missing. The returned lead fragments were analyzed. The inspection revealed several abrasion marks between 14 cm to 8 cm proximal to the lead tip. These damages are assumed to be the root cause for the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include constant friction against another implantable device such as a nearby lead, interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragments revealed cuts into the insulation and into the yoke. These cuts most likely occur during the extraction procedure. The conductor cable inside the yoke was found curled and appeared to have been pulled with force and let go during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead explanted due to noise due to possible fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.